Event description:
The customer sent the device in as defective, but did not provide any info about it. Upon receipt of the device for evaluation at covidien, a preliminary investigation found that one of the rotation wheel halves was broken off and was detached completely from the device. The device was unused.

Manufacturer narrative:
(B)(4). One unused device was rec'd for evaluation. Visual inspection found that one half of the device rotation wheel was separated from the device. The investigation found that the rotation wheel showed no indication that the component had been welded. The investigation identified the root cause of this defect to be an assembly error. A trend was previously identified for this failure and a corrective measure was implemented. Because no lot number was provided with this device, covidien could not determine if the returned sample was manufactured before or after the corrective action was implemented. A device history review could not be conducted because the lot number of this device was not provided.